Manufacturer narrative:
(B)(4). The insulin pump received with missing segment, partial display, problem isolated to lcd board. However, insulin pump passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected failed battery test noted during testing.

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.